Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, a supply change was performed to resolve the occlusion. Customer¿s blood glucose (bg) level was 386 mg/dl-high. A correction bolus via the pump was delivered to address bg.